Manufacturer narrative:
The sonicare charger is an accessory to the sonicare power toothbrush system. Report source: complaint received from (B)(6).

Event description:
A consumer reported that their sonicare charger exploded. No injury or property damage was reported.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was a burned charger.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.